Event description:
It was reported that the user experienced cgm signal loss overnight after acknowledging a prior sensor-expiring alert, which led the ilet to enter bg run mode and stop automated dosing. Symptoms included hypoglycemia with sweating and sleepiness/drowsiness, with a documented blood glucose of 46 mg/dl. Outcomes included a serious injury/illness/impairment, and the user required oral glucose administered by a caregiver. Investigation included communication and interviews and analysis of information provided by the user and clinician, as well as log review confirming sensor-expiring notifications, signal loss, and entry into bg run mode. Investigation of this case revealed no device problem and identified a usage problem involving failure to follow instructions; a device component issue was not applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.